Manufacturer narrative:
Findings: a compromised force sensor alarm during the basic occlusion test due to loose/protruded drives up port disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no reservoir. Customer's blood glucose at time of incident was unknown. Customer stated that the reservoir came off of the tubing connector and will come not of the pump. The customer stated the reservoir is stuck in the pump and jammed even after attempting to pull out with pliers and priming. The customer was advised that pump will be replaced.